Event description:
The pt reportedly experienced overly loud stimulation and pain at the implant site. External equipment was exchanged and programming adjustments were made; however this did not resolve the issue. Testing revealed that the device is functioning. Surgery to explant the pt's device is under consideration.